Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test. This MFR. Report addresses test five (5) of seven (7) confirmation testing was performed via an unknown pcr platform on (B)(6) 2022 and generated a negative result. Additional testing with ihealth and quickvue antigen self-tests generated negative and positive results, respectively. The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Please see update to b7. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test. This MFR. Report addresses test five (5) of seven (7) confirmation testing was performed via an unknown pcr platform on 10oct2022 and generated a negative result. Additional testing with ihealth and quickvue antigen self-tests generated negative and positive results, respectively. The patient was reportedly asymptomatic. No additional patient information, including treatment and outcome, was provided.